Manufacturer narrative:
(B)(6). The device was returned for evaluation. A visual inspection was performed and it was noted that the drip chamber had red/brown embedded particulate matter. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red/brown particulate matter (pm) was identified just below the drip chamber of a solution administration set. The pm was discovered before patient use and was further described as being located where the line connects to the drip chamber. There was no patient involvement. No additional information is available.